Event description:
A pt reported experiencing inaccurate high results with otbe meter. The pt's blood glucose results were 340, 280, 190, 158 mg/dl. Tests were done within 10 minutes with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.